Event description:
Triple lumen dialysis catheter (bard trialysis catheter) was being exchanged because it had clotted off. When removing the catheter, a bulge was noted in the blue lumen line. It appears to be a weak point in the catheter lumen. Potential for massive bleeding if line had ruptured.